Event description:
It was reported that a patient with a 31mm edwards surgical valve in the mitral position underwent a valve-in-valve procedure after an approximate implant duration of four (4) years due to severe mitral stenosis and regurgitation. The tmvr procedure was performed with a 29mm sapien 3 transcatheter valve. The procedure concluded successfully and the patient was treated without issue.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) could not be reviewed, as the device serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors.structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including the patient's history of kidney disease and diabetes.

Event description:
It was reported that a patient with a 31mm edwards surgical valve in the mitral position underwent a valve-in-valve procedure after an approximate implant duration of four (4) years due to severe mitral stenosis and regurgitation. The patient was presented with shortness of breath. The tmvr procedure was performed with a 29mm sapien 3 transcatheter valve. The procedure concluded successfully and the patient was treated without issue.